Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was feeling a shocking sensation where the stimulator was implanted and it was hurting. Caller stated they had been trying to get a hold of a manufacturer representative (rep) but had not been able to reach them. Agent asked if patient has had any falls or trauma and caller stated no. Patient representative stated the handset a10e would not power on. Agent reviewed how to power on handset. Caller tried a different charging cord and the handset started charging. Caller will charge up handset and contact the rep for further assistance.